Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). Customer device evaluation: through troubleshooting, the customer reportedly resolved this issue by replacing the driver with a known good driver and the unit passed all calibrations.

Event description:
The customer reported that the amplitude was decreasing during the usage of this 3100a high frequency oscillating ventilator (hfov) unit. This issue reportedly occurred on a patient and alternate ventilation was provided by changing out the unit with a known good unit. The customer indicated that there was no patient harm associated with this reported issue.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect component, a 3100a driver, and evaluated the device. An evaluation of the component could not duplicate the reported issue of the amplitude dropping from 58cmh20 to 55cmh20. The reported issue of the 2.4v of the driver displacement indicator (ddi) board not being able to be calibrated was not duplicated. The evaluation found that the resistance reading was high and the driver was defective.